Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels and distal end of the scope were cultured. No bacteria were found. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. No patient infection occurred. The automatic endoscope reprocessor (aer) was not tested/cultured. The air/water channel and auxiliary water channel were precleaned/flushed with enymatic detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port were manually cleaned with olympus cleaning brushes. The scope was not manually disinfected. The aer used was the olympus endothermo disinfector (etd) 3 along with olympus detergent and disinfectant. The customer stored the scope in an olympus endoscope drying cabinet (edc). The maintenance/repair of the scope was performed by olympus. The scope was not sterilized. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the light guide cover and charge-coupled device cover glasses glue was worn out. The light transmission was too low. The bending section cover was broken. The connecting part of bending section and insertion tube was buckled and twisted. The light guide tube had deposits and humidity under the protector. Humidity had entered the scope connector and contacts were damaged. The case unit was damaged and had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera lll gastrointestinal videoscope tested positive for bile-tolerant gram-negative bacteria after all channels were sampled. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."